Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when plugged in, the unit doesn't show that it has power. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-03893.